Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that there was a hole in the cassette discovered when removing from the machine. Upon follow up, the patient confirmed the reported event occurred on (B)(6) 2024 and that fluid poured out of the cycler door prior to removing the cassette after treatment. A drain complication please check patient line and drain line alarm occurred during drain 3 and the treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler for the next two days while the cycler dried out. The patient is currently continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that there was a hole in the cassette discovered when removing from the machine. Upon follow up, the patient confirmed the reported event occurred on (B)(6) 2024 and that fluid poured out of the cycler door prior to removing the cassette after treatment. A drain complication please check patient line and drain line alarm occurred during drain 3 and the treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler for the next two days while the cycler dried out. The patient is currently continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.